Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2016 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement on unknown date and topical skin adhesive was used. Prior to application, chloraprep was used on the skin. During the procedure, the doctor has been putting on more topical skin adhesive and using his finger to spread evenly on the tape. It was also reported that the doctor wipes off the prep at edges, then places a dressing pad and cast wrap. Following the procedure, seven to ten days postop, the patient developed a reaction, itching and blistering around the edges of the mesh. The patient was treated with benadryl injections and zyrtec with improvement. Additional information has been requested.